Manufacturer narrative:
The li-ion battery in the complaint has not been returned for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The complaint was entered on (B)(6) 2022 in oracle and the concern raised by the customer was fully addressed by zoll's service team then. Unfortunately, this complaint didn't get uploaded to cms (complaint management system) until (B)(6) 2023 due to a minor script error in oracle. Zoll it has confirmed that this minor script error only impacted 1 reportable complaint so this was an isolated case and it was contained. The script error in oracle was corrected soon after it was identified. Zoll's post market surveillance team will continue to monitor the effectiveness of this fix for at least 3 months to ensure zero recurrences going forward.

Event description:
The customer reported the autopulse li-ion battery (sn (B)(4) is faulty. The fully charged battery is unable to power up the autopulse platform. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.